Event description:
The manufacturer received information from the third-party service center alleging a ventilator inoperative during evaluation. The device was not reported to be in clinical use at the time of the incident. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's circuit board needs to be replaced to address the reported occurrence of a ventilator inoperative error being triggered. The device was scrapped per customer request.